Manufacturer narrative:
Corrected information b5: it was reported that a spectrum pump experienced a "door link switch" issue. The problem happened during testing in the biomedical service department. There was no patient involvement. No additional information is available. Additional information h3, h6 and h10: baxter received and evaluated the device. The reported condition was verified. The device was found to be out of specification in relation to the reported 'door link switch'. The reported problem 'door link switch' was verified in the event history log (ehl) review and reproduced during evaluation as a system error 320. Evaluation observed system error 320. Evaluation determined the causality to be bended hook and the hook was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 322 (link switch error (low)) alarm. The problem happened during testing in the biomedical service department. There was no patient involvement. No additional information is available.